Event description:
It was reported that at device change-out, decreased r-waves were observed. Externalized conductors were found via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasion at 13.9cm to 14cm from the connector pin and 30.4cm to 30.5cm from the distal tip, consistent with friction to another device. Multiple internal abrasions were found from 6.3cm to 29cm from the distal tip. The exposed re cable could cause the sensing anomaly reported in the field.